Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable on 8mm fenestrated bipolar forceps instrument was fully broken. There were no reports of tissue injury due to the broken wire. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The patient information was not provided. Per failure analysis investigations, the instrument was found to have a frayed grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage to the conductor wire. The instrument passed electrical continuity. No product issue was identified. Issues related to instrument errors or complications using the in issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) instrument conductor wire was found broken. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.